Event description:
Customer reported unexpected negative reactions with panoscreen I, ii and iii, lot 26529 when testing a patient sample known to contain an anti-d. No adverse reactions occurred a a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention panoscreen I, ii, and iii, lot 26529. Customer did not return product or patient sample. Device not returned to manufacturer.